Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images were requested. The investigation is in process. Further information will be provided. Also was used (B)(4).

Event description:
On (B)(6) 2015, during the introduction of the 18fr gore ryseal sheath as a part of the abdominal aortic aneurysm treatment, it was reported that the physician had difficulties advancing the sheath over the 0.35 lunderquist wire. When a contrast run was made to check the state of the iliac artery, it was noted that an iliac artery to vein fistula was present. Reportedly, there was no fistula on the computed tomography (CT) scan and a covered stent (unknown) was placed to treat the lesion. The procedure was abandoned after the successful placement of the covered stent. The patient tolerated the procedure. According to the physician, the cause of the difficult advancement of the sheath was due to the patient's anatomy which was described as: friable, narrow, calcified, tortuous, and scarred from previous interventions and the patient's diseased vessels.

Manufacturer narrative:
Based on the currently available information and evaluations performed, the root cause for the difficulty to advance the sheath and vessel trauma could not be determined. However, the patient¿s anatomy may have contributed to the event. According to the gore® dryseal sheath instructions for use (IFU): adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm. It was reported that after a 12 fr gore dryseal sheath was inserted, a cook sheath was used to dilate the access vessel for introduction of an 18fr gore dryseal sheath. During the introduction of the 18fr gore dryseal sheath, it was reported that the physician had difficulties advancing the sheath over the 0.35 lunderquist wire.

Manufacturer narrative:
.

Event description:
On (B)(6) 2015, the physician tried to do an open repair to fix an untreated aneurysm but the patient died on the table. It was reported that the patient had a very poor vasculature that caused the procedure to take so long. The combination of blood loss and the general anesthesia caused the patient's death.